Event description:
The customer reported that the unit has an air fault. The customer reported there was no patient involvement.

Manufacturer narrative:
The sensor board without distal pressure, air/exhalation flow sensor, blower motor assembly, and stepper motor controller pcba were returned to failure investigator (fi) lab for evaluation. Visual inspection of the returned sensor board without distal pressure, air/exhalation flow sensor, blower motor assembly, and stepper motor controller pcba revealed no signs of damage or contamination. The sensor board without distal pressure, air/exhalation flow sensor, blower motor assembly, and stepper motor controller pcba were installed into the fi test ventilator. An operational test was performed and the ventilator powered up and delivered breaths. The ventilator was cycling with power on and off without any failures the air valve liftoff value remained at approximately 291 steps for each restart. The ventilator was put into diagnostic mode and passed. Short self-test (sst) test and extended self-test (est) were performed and passed. Fi technician run the sensor board without distal pressure, air/exhalation flow sensor, blower motor assembly, and stepper motor controller pcba for extended period and the ventilator operates for approximately 3 hours without generating any errors. The root cause for the reported issue could not be determined due to no failures were identified.